Manufacturer narrative:
Both of the reported events returned a device to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 0603880 implantable port experienced a break. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Patient age, weight, and gender were not provided for either patient.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 0603880 implantable port experienced a break. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Patient age, weight, and gender were not provided for either patient.

Manufacturer narrative:
A lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The first sample returned was one m.r.I. Plastic lp port with 6.6 fr s/l silicone catheter set was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. The investigation is confirmed for break as the device was received in two pieces and showed signs of having been used to infuse on multiple occasions. The definitive root cause could not be determined based upon available information. It is unknown if clinical/manufacturing/shipping procedures issues contributed to the reported event. The second device returned was one m.r.I. Plastic lp port with 6.6 fr s/l silicone catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. Additionally, measurements of the port stem, catheter and cath-lock were taken. The investigation is unconfirmed for catheter break at port stem, as there was no catheter fragment found on the port stem and the catheter ends did not manifest characteristics consistent with catheter tearing/breaking. However, the investigation is confirmed for catheter separation (without tearing) from port, as the catheter was observed to be detached from the port stem. Circumferential crease marks and necking were observed near the ½ cm depth marker which is consistent with the catheter being under the cath-lock. The recorded measurements of the port stem, cath-lock and catheter appeared to be within specifications. The definitive root cause could not be determined based upon available information. The device is labeled for single use.